Manufacturer narrative:
Date of procedure/event was estimated as (B)(6) 2021. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve (tavr) replacement interventional procedure. There was no resistance during advancement of the proglide device into the anatomy. Reportedly, the lever could not be returned to its original position; therefore, the foot plate could not be retracted. The patient was already under general anesthesia so a surgical cut down was performed to remove the proglide device and complete the tavr procedure. Surgical suturing was used to achieve hemostasis. No vessel damage was noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.